Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin (B)(4) group learned that the facility became aware of the contamination through water testing. The customer stated that the disinfection procedure has been performed according to the instructions for use (IFU). The device is still currently in use within the operation theatre, positioned with the rear of the device directed away from the patient. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the water circulated through the sorin heater-cooler system 3t was found to be contaminated with mycobacteria despite regular decontamination cycles per the manufacturer's guidelines. There is no known patient involvement.